Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Very limited info is available on the reported event. Rayner intraocular lenses limited contacted the physician to obtain all salient details however, were informed that the requested info could not be provided. The physician reported that the pt had been subject to delayed healing as a result of the reported event. The physician indicated within his response that he had experienced difficulty with rayner intraocular lenses and injectors prior to this event. Without the ability to examine the product and without clear event details being provided, a failure mode and root cause cannot be ascertained. No product details (e.g. Name, model, power or lot number) have been provided and we are therefore unable to further investigate the reported event.

Event description:
Rayner intraocular lenses limited were informed by the us sales specialist of an event that he had been notified of which occurred with a rayner lens and injector. The event description provided is as follows "we have another lens stick in the inserter after the last inservice. It was the proximal tip and I finally got it to release without tearing but with difficulty."